Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/6.0/112 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer lengthl lens and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.6mm, vticm5_12.6, -10.00/6.0/112 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2020, and reporter states the problem was resolved. However, on (B)(6) 2020, the lens was exchanged for a longer length lens and the problem was reported to resolve again. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned dry, in a specimen cup, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).